Event description:
The following has been reported by customer: patient was infusing norepi@0.4mcg/kg/min, norepi bag had been hanging for 6 hours already and then alarmed air bubble. Unable to clear air bubble, attempted syringe method to remove air- not effective, line taken out of pump to inspect for air bubble, when reloaded back into pump ( very slow as pump needs to perform test), blood pressure 40's/30/s during time lapse of event, md at bedside and pushed phenyl 200mcg for resuscitation while air bubble being resolved. No harm caused as was able to stabilize patient once norepi line was functioning. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
As device serial number was not provided, device history record could not be reviewed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the device return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that an internal CAPA is open to address the subject of "defective air sensor". In addition, we cannot confirm that this pump may have software version 4.2. For information, an event has been created on this version of software, an fsn has been communicated and a correction of this software has been made via software 4.2a, soon to be available in canada. However, if we do get information later on, we may re-open the complaint and pursue the investigation. This complaint is considered as: not investigated. The trend is: abnormal.